Manufacturer narrative:
Date rec¿d by MFR: 14may2019. The customer confirmed the reported leak issue. The customer indicated that the replacement flow sensor assembly was installed and the unit has passed the leak test submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/24/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller just replaced the flow sensor and advised that it is leaking. There was no patient involvement. Event date not specified, estimate used.